Event description:
Information provided to sjm indicated the valve was explanted due to infection, pannus, regurgitation and paravalvular leak and replaced with an unknown device. The physician alleges the event was not due to the device and the patient is in stable condition.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported infection, pannus, regurgitation and paravalvular leak remains unknown.